Event description:
The customer reported that the mx40 was not providing sound. There was no report of patient harm.

Manufacturer narrative:
(B)(4). A follow up report will be submitted upon completion of the investigation.